Manufacturer narrative:
Radiographs were not returned to confirm the event. The explanted hardware did not return for evaluation. The root cause cannot be determined and no further investigation can be completed at this time. Labeling review: "potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union, fracture of the vertebra, neurological, vascular or visceral injury, metal sensitivity or allergic reaction to a foreign body, infection . . . "

Event description:
On (B)(6) 2016, a (B)(6) year-old male patient underwent posterior spinal fusion at the t10-s2 levels. The rod reportedly fractured on both sides at the l4/5 level. On (B)(6) 2017 revision surgery occurred to replace the fractured rod. No patient injury was reported.